Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-oct-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that in 2015, about 1-2 months after implant, the patient fell. Then, about two weeks after the fall they started noticing their stimulation wasn't the same; they were experiencing jolting, shocking and pain in their shoulder blade area that worsened when they would move. The patient had also noticed the ins had "felt different". X-rays were performed, which indicated the ins had flipped and the leads were out of the epidural space and in their shoulder blade area. It was noted that the leads had been placed in the thoracic area for pain in the upper back and neck. On (B)(6) 2015, the ins was removed and replaced and clips were used to hold the leads in place. The shocking and jolting had stopped after the replacement surgery. No further complications were reported or anticipated. [Omitted information pertaining to the shocking, occipital neuralgia and pain that occurred after the ins replacement - see pe# (B)(4)]